Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Erroneous potassium results can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to erroneous potassium range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in erroneous potassium results. Investigation conclusion: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of an unspecified bd sst tube experienced erroneous results. The following information was provided by the initial reporter: material no: unknown batch: unknown. Yesterday we drew an sst on a patient and the k was 6.2. We redrew him and collected an sst and a green top and the results are totally outrageous. The sst was 5.9..the green was 4.7...(1.2 different and a difference in interpretation for sure)... There should be a max of 0.3 between the two. This is a different lot than when I reported the issue and still we are seeing major differences.

Manufacturer narrative:
Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd sst tube experienced erroneous results. The following information was provided by the initial reporter: material no: unknown, batch: unknown. Yesterday we drew an sst on a patient and the k was 6.2. We redrew him and collected an sst and a green top and the results are totally outrageous. The sst was 5.9..the green was 4.7...(1.2 different and a difference in interpretation for sure)... There should be a max of 0.3 between the two. This is a different lot than when I reported the issue and still we are seeing major differences.